Event description:
A few days prior to 12/20/94 the pt noted that the right breast implant was flattening, especially in the infraclavicular region. Examination revealed the right breast size is much smaller than the left breast. Right breast implant explanted, exchanged with the same catalog # implant on 12/27/94.